Event description:
It was reported that balloon rupture and removal difficulties occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified vessel. A 5.00mm x 6mm nc emerge balloon catheter was advanced for post-dilatation. However, during the second inflation at 22 atmospheres in 14 seconds, the balloon ruptured and would not slide back on the non-boston scientific (bsc) guidewire. The balloon and guidewire were removed from the patient body as one unit. The procedure was completed with a non-bsc device. No patient complications were reported.